Event description:
It was reported by service report that the brakes were engaging but they would not stay in the locked position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result - brake cams.